Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right ventricular defibrillation lead was in the intensive care unit on a ventilator due to non cardiac related issues. When attempting to extubate the ventilator, the patient went in the ventricular tachycardia. The device provided inappropriate anti-tachycardia pacing for atrial fibrillation with rapid ventricular response. The device then provided six inappropriate shocks, two of which put the patient into ventricular fibrillation (vf). The patient successfully came out of the vf and the device displayed a code 1005, which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements of greater than 145 ohms were observed in reverse polarity. Engineering recommended a rv lead revision and device replacement. At this time the device remains in service. No additional adverse patient effects were reported.